Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, and the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to press the button firmly and instructed them to keep the pump plugged into a power source. Customer continued to use the pump for insulin delivery.